Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure, after the valve was deployed, one of the leaflets was not performing properly which required placement of a second valve inside the initial valve. Prior to the second valve being implanted, the patient hemodynamic pressures were considered too low thus the patient was placed on bypass support with challenges noted in placing the patient on bypass. During weaning off bypass (after conclusion of the valve procedure), non-life sustaining low pressures were noted potentially due to bleeding in the heavily calcified ascending arch or perhaps from cannulation of bypass support. The physician was concerned over the issues arising from placing the patient on bypass; may be the primary contributor to the patient's demise. The physician requested an autopsy; however the patient's family declined the request. Per report, during the procedure there was considerable difficulty advancing the rf3 delivery catheter around a heavily calcific "porcelain" aortic arch. After much manipulation, the catheter was advanced to the native aortic valve were again great difficulty was noted in crossing the valve. After crossing the valve, the patient showed signs of hypotension and the decision was made to deploy the valve immediately. The balloon was partially inflated, negative pressure was then applied to the balloon, followed by re-inflation of the balloon again within the valve. Immediate hypotension following first valve deployment with severe aortic regurgitation (ar) on angiogram and tee due to probable damage of the leaflet due to improper deployment of initial valve. It was felt that the patient needed to be placed on bypass support to provide stability to increasing hypotension state. After some challenges in placing the patient on bypass support, a second valve was implanted successfully. Following deployment of the second valve there was mild to moderate ar was noted on tee and angiogram.

Manufacturer narrative:
In this case there were two possible serial numbers identified for the 1st sapien valve implanted (s/n (B)(4) and (B)(4)). To date, confirmation of which serial number pertains to the valve has not been possible. Investigation of this event is ongoing.

Manufacturer narrative:
Model number and conclusion were updated. The device remains implanted in the patient. The device history record (DHR) review of the possibly effected valves (lot no. 2793740 and 2864216) show the devices met specifications prior to distribution of the device. Per the sapien valve instructions for use (IFU) and the edwards sapien/rf3 training manual, valve malposition resulting in aortic insufficiency, hypotension and death are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Hypotension is extremely common during valve implant procedures and has multiple potential etiologies. The exact cause for this patient's hypotensive event cannot be definitively determined; however, it was noted in the report that one leaflet was not functioning after initial valve deployment with resulting severe ar and increasing hypotension. This in addition to other potential contributing factors (underlying cardiac history, anesthesia, and the procedure itself) likely contributed to the event. In this case, it appears that patient and procedural contributed to this event. Imaging for the case was requested, however the facility declined edwards's request for this information. Further investigation of the non-functioning leaflets on the first valve cannot be assessed without a review of this procedure's transesophageal echocardiogram (tee). However, the report received suggests that a non-functioning leaflet due to improper deployment of the first sapien valve was seen on tee. The physician in this case did not attribute the patient's death to any of the edwards's devices. Finally, no deficiencies in the IFU and training manuals are noted in relation to this event. No further actions are possible at this time and no corrective or preventive actions are required.